Event description:
It was reported that the ventilator was leaking. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had leaks. Identification of issue has been done by analyzing problem description and service report. The device¿s logs were not available for further evaluation. Based on technician statement, the expiratory cassette was detected as faulty. After replacement of this part, the device passed all performance tests and has been returned to clinical use. No parts have been returned for further analysis. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/13/2011 corrected manufacture date: 09/19/2011.

Event description:
Manufacturer ref.#: (B)(4).